Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks; the proximal end of fiber shows evidence of some type of contamination on the optical surface; the connector segments and tabs appear in good condition and secured. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation and connector contamination. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that when beginning a pvp procedure (22 second and 1,740 joules of use), a fiber port overheated message was received. The fiber was replaced but the same message appeared. The fiber port was cleaned using the cleaning tool and the procedure continued using a second surgical fiber. The port overheat error continued but the case was able to continue using the second fiber by slightly withdrawing and reinserting the fiber card to clear the error when it occurred. Prior to completing the procedure using the second fiber, the physician converted to a traditional turp procedure, as the size of the gland was much bigger than expected and the procedure needed to be advanced due to time issues. Patient outcome: "ok" - there was no injury reported. This report is for the first surgical fiber used.